Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. Gravity testing and underwater leak testing were also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked during priming. There was no patient involvement. No additional information is available.